Manufacturer narrative:
A small a small pneumothorax occurred in a patient during a galaxy-assisted bronchoscopy procedure. No intervention was required to treat the pneumothorax. A malfunction related to flickering augmented fluoro was reported during the case. However, the physician confirmed that this issue did not cause or contribute to the injury. Instead, the pneumothorax resulted from the crna removing the patient from breath hold at the moment the needle was deployed. The physician does not attribute the injury to the galaxy device but rather to the breath hold change. A clinical engineer conducted an investigation, including a review of the video recording log. The findings confirmed no malfunctions or use errors associated with the galaxy device. This case is reported to document the occurrence of pneumothorax during the procedure.

Event description:
During a galaxy-assisted bronchoscopy procedure, the patient experienced a small pneumothorax. No intervention was required as a result of the pneumothorax. During the case, flickering augmented fluoro was observed as a malfunction. However, this issue did not cause or contribute to the injury. The pneumothorax occurred due to the crna removing the patient from breath hold at the moment the needle was deployed. The physician does not attribute the pneumothorax to the noah medical device but rather to the breath hold change.